Event description:
It was reported that the customer had an issue with his insulin pump. Customer's blood glucose level was 600 mg/dl and customer treated with a manual injection. Customer stated that he went to the hospital last night because he had high blood glucose levels. The emergency room lowered his blood glucose level and released him. The customer's blood glucose level was 468 mg/dl at the time of the emergency room visit. Customer's blood glucose level was lowered to 132 mg/dl at the emergency room visit. Customer reported that he broke his belt clip. Troubleshooting was performed, but customer was unable to locate the tubing clamp. Customer was advised to call back once he receives the tubing clamp to continue troubleshooting. On (B)(6) 2014, customer stated that his blood glucose level was 89 mg/dl. Customer reported that his pump is working fine. Customer still did not have the tubing clamp. Customer was advised to call back to finish high pressure tests. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.